Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring iii devices failed to deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Refer to MFR report # 2242352-2012-00940 for the related report.

Manufacturer narrative:
Lot history record review was completed for the reported product lot number. There were no nonconformances. Investigation results: the heartstring iii devices were returned to the factory for evaluation. Device 2 - the device showed signs of clinical usage and little evidence of blood. The delivery device was received outside of the loading device. The seal was extended outside the deployment tube and remained anchored to the tension spring. The seal was cracked along the fourth row from the center. The green slide lock and white plunger were not depressed on the delivery device. Based upon the evaluation results, the reported complaint could not be confirmed for "failure to deploy"; however, it was confirmed for failure to load and cracked seal. Based upon as engineering analysis of the returned device, the seal appears to have cracked during rolling and use of the product was aborted as a result. (B)(4).